Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of a small volume folfusor burst. This occurred while filling the device. The reporter stated that the solution remained inside the housing of the device. There was no patient involvement. Additional information was requested and is not available.